Event description:
A malfunction was reported on the pump, identified by malfunction code malf 13, which was not resettable. There was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.